Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to erosion. A new right ventricular lead was successfully implanted on the patient's right side and connected to the chronic implantable cardioverter defibrillator (ICD). The full system will be implanted at a later date. There was no report of adverse patient effects due to the explant procedure.